Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device was frozen/will not move - chuck seized. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI: (B)(4).

Event description:
It was reported from singapore that during service and evaluation, it was determined that the chuck with key device was frozen/will not move ¿ chuck seized. It was noted that the attachment tool coupling seized, and cannulation failed. It was further determined that the device failed pretest for check drill chuck key, check the maximum range of tool coupling, check the minimum range of tool coupling, and check the cannulation of attachment. It was noted in the service order that during an unspecified surgical procedure it was observed that the chuck may have seized as the nurses were unable to open the attachment to place the consumable. It was reported that a spare device was available for use. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.